Event description:
It was reported that the patient had not had drug inside their pump since (B)(6) of 2011. If the health care provider (hcp) decided to refill the patient, they were going to do it with the same concentration of drug at a low dosage initially. It was not unknown what drug was being delivered by the device system. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).